Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted in ¿may of this year I believe¿ due to infection. It was also noted that a seroma ¿built up so they had to remove the leads because the infection almost hit the spine¿. The patient stated that they had ¿emergency surgery, and they took the leads out¿. There was no reported problem with the device and the patient stated that they wished the infection did not set in ¿because it was working well until the infection set in¿. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.